Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was reported that the date of telemetry was (B)(6) 2017

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The date of the telemetry issue was written on the side of the box the pump would be returned in. There were no contributing factors to the telemetry issue. The interrogation with the pump was done in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a pump. It was reported interrogation with the pump failed. The pump was interrogated twice by the hcp, and they were unable to connect. The pump was not implanted and would be returned for analysis. There was no reported patient involvement. No complications were reported or anticipated.

Manufacturer narrative:
Analysis identified no pump anomalies. If information is provided in the future, a supplemental report will be issued.